Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call, she was experiencing high blood glucose of 399 mg/dl and 499 mg/dl, treated with manual injection. She declined troubleshooting for the high blood glucose. The batteries were also only lasting for a day and she declined troubleshooting. Then the device alarmed button error. Troubleshooting was performed for the button error anomaly and she stated she wears the device in her bra. The customer was advised to discontinue use of the device, revert to her back up plan, and the device needed to be replaced. She might return the device for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent up arrow button response due to corroded keypad traces. No button error alarm during our testing. However, the insulin pump had normal operating currents and passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was monitored and no unexpected low battery alert alarms occurred during our testing. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, cracked lcd window and scratched reservoir tube window.